Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 120 cm. Smart control 9 x 80 biliary stent was successfully deployed without incident. The stent deployment handle/stent delivery system (sds) was removed successfully over the guidewire. The physician then was not able to advance a balloon catheter over the guidewire and noted that the inner core of the smart control was remaining on the guidewire and was then removed successfully. The physician then successfully advanced a balloon catheter to post-dilate and complete the procedure successfully. Successful bilateral iliac stenting was performed. Successful procedural outcome. No patient harm occurred. The product will not be returned for inspection. Additional information received indicated that the product has been sent for inspection but the tracking number was not provided. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The approach for the procedure was right and left femoral using dual 6 fr. Sheaths with kissing stents for aorta-iliac bifurcation stenting. There was no reported difficulty advancing the complaint product to the target lesion. There was no reported difficulty withdrawing the complaint product from the patient after stent deployment. No additional target lesion or target lesion characteristic information is available. The guidewire used was unknown. There was no reported product issue with the guidewire used. The same guidewire was used with other devices to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted during preparation. No additional information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 120 cm. Smart control 9 x 80 biliary stent was successfully deployed without incident. The stent deployment handle/stent delivery system (sds) was removed successfully over the guidewire. The physician then was not able to advance a balloon catheter over the guidewire and noted that the inner core of the smart control was remaining on the guidewire and was then removed successfully. The physician then successfully advanced a balloon catheter to post-dilate and complete the procedure successfully. Successful bilateral iliac stenting was performed. Successful procedural outcome. No patient harm occurred. Additional information received indicated that the product has been sent for inspection but the tracking number was not provided. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The approach for the procedure was right and left femoral using dual 6 fr. Sheaths with kissing stents for aorta-iliac bifurcation stenting. There was no reported difficulty advancing the complaint product to the target lesion. There was no reported difficulty withdrawing the complaint product from the patient after stent deployment. No additional target lesion or target lesion characteristic information is available. The guidewire used was unknown. There was no reported product issue with the guidewire used. The same guidewire was used with other devices to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted during preparation. No additional information is available. The product was returned for inspection. One non-sterile unit pkg assy 9x080 smart bil 120 cm sds was returned. Per visual analysis the proximal inner member was observed separated from the smart control. The locking pin was not returned. The valve was returned open. No other anomalies/damages were found on the unit. Per sem analysis the body revealed evidence of elongations and plastic deformation; also, the outer wall of the exposed edges presented a slit condition; these conditions are related to pulling and stretching until separation occurs. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17507623 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft) separated - remains on wire¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the burst as evidenced by elongations and plastic deformations and a slit condition noted during analysis which can be associated with the application of force. According to the instructions for use ¿the cordis s.m.a.r.t. Control nitinol stent transhepatic biliary system is indicated for palliation of malignant neoplasms in the biliary tree.¿ therefore the device was used in an off-label manner. Neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.